Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing fatigue. During an interrogation attempt, it was noted that the pacemaker failed to be interrogated. A merlin.net transmission was reviewed and the pacemaker was found to have exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient's condition during and after the procedure was unknown.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021.

Event description:
New information noted that the patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested indicating high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.